Event description:
During a ptca procedure, the tip of the wire broke off after multiple catheter exchanges and prolonged wire manipulation. The tip was removed with a snare. Pt status is listed as "ok".